Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to try several troubleshooting steps, including removing pump from case, pressing power button in different ways, and plugging pump into known working charger, but pump still did not turn on, so pump replacement was arranged under warranty. Customer planned to use multiple daily injections as backup insulin therapy, received instructions on placing pump into storage mode before return, and was informed that pump settings and cgm connection would need to be set up on replacement pump, and customer acknowledged instructions and agreed to return faulty pump using provided pre-paid label.